Event description:
Note: this manufacturer report pertains to the one of four devices used during the same procedure. It was reported to boston scientific corporation that four capio slim devices were used during a sacrospinous ligament fixation procedure performed on (B)(6) 2022 for the treatment of prolapse. During preparation, the carrier in all four devices did not retract. The procedure was completed using another capio slim device. There were no patient complications as a result of the event.

Manufacturer narrative:
Device code: (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: device code a0510 captures the reportable event of carrier retraction problem. Block h10: visual analysis of the returned capio device revealed that the riveting pins, cage and the head were observed in a good condition. No deployment suture was received. A functional analysis was also performed three times using a suture for testing. During the functional analysis, the dart was loaded into the carrier and it deployed properly and penetrated into the cage. However, after the dart was caught in the cage, the carrier got stuck in extended position. Therefore, the reported event of carrier retraction problem was confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. During the product analysis, it was confirmed that the carrier got stuck in the cage after actuation. Based on all gathered information, the investigation concluded that the most probable cause for the carrier retraction problem is cause not established. An investigation was opened to address this problem. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this manufacturer report pertains to the one of four devices used during the same procedure. It was reported to boston scientific corporation that four capio slim devices were used during a sacrospinous ligament fixation procedure performed on (B)(6) 2022 for the treatment of prolapse. During preparation, the carrier in all four devices did not retract. The procedure was completed using another capio slim device. There were no patient complications as a result of the event.